Event description:
Additional information received, the event occurred. The procedure completed with the back up device.

Manufacturer narrative:
H3: product analysis confirmed customer issue regarding the unit will not mute. Unit presented with sw 1.7.5. And loose muting port. H6:previous code b17,c21,d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that console had difficulty engaging wired muting. While the surgeon is cauterizing, the system picks up excessive noise, despite the muting adapter being plugged in. User tried different mute adapter and probe still not muting. When sales unplugs the muting adapter, the system immediately switches to wireless muting. Both muting adapters work as intended on the site's other nim. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.